Event description:
It was reported that during a percutancous transluminal coronary angioplasty/stent procedure, resistance was encountered while advancing the stent delivery system. In order to resolve the resistance, (contrary to IFU) the guiding catheter was adjusted and advanced into the left main artery. While the guiding catheter was being advanced, the stent was pushed off the delivery system. The stent was easily retrieved with a snare and no further attempts were made to intervene on the vessel.